Event description:
It was reported that during a da vinci si gastric bypass procedure, the console surgeon noticed that the "beak" of the 5mm needle driver instrument wouldn't close all the way. The pt side surgeon removed the instrument to reseat it and when the instrument was re-inserted through the trocar, one side of the instrument "beak" fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one needle driver grip (which the customer referred to as the "beak") detached from the distal end. The grip had fractured at the junction between the grip arm and hub where there is a 90 degree angle. No other damage was found.